Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient in antiarrhythmic drug therapy (adt) off group underwent contact force-guided pulmonary vein isolation (pvi) for paroxysmal atrial fibrillation and suffered major complication. However, the author did not specify what complication the patient suffered. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿pulmonary vein isolation with vs. Without continued antiarrhythmic drug treatment in subjects with recurrent atrial fibrillation (powder af): results from multicenter randomized trial.¿ the purpose of this study was to explore original phase/frequency mapping methods to locate rotors and track changes induced by their ablation. In total 170 patients were enrolled in this study. Suspected device is smarttouch thermocool ablation catheter, however catalog and lot number are unknown.